Event description:
Foley catheter balloon not deflating with syringe at port on catheter tube. Patient placed in multiple positions and still unable to deflate. Foley draining adequate amounts throughout shift. Reviewed with l&d [labor and delivery], suggestion made to cut tubing at inflation port. Pink port cut from catheter tube, saline drained, and catheter removed without difficulty. Patient bladder scanned post removal for 29cc. Ob [obstetrician] aware. Over to assess pt. Bedside us [ultrasound] performed. The patient was post c/s [cesarean section] from this morning at 0935. Rn attempted to remove her foley as ordered around 1830. Per rn, the foley had been adequately draining all shift. Rn unable to deflate the foley using a 10cc syringe at the pink inflation port. Rn moved the patient to multiple different positions with no luck. When rn went over to l&d rounds, rn asked if anyone had encountered this issue before because none of us had experienced this. L&d stated that they sometimes see it prior to delivery when the baby's head is low and they usually cut the inflation port off and the saline drains, so that is what we did and the foley was able to be successfully removed after that. Unfortunately, the patient was on the toilet when the pink port was cut off, and it went into the toilet and was unable to be saved. A bladder scan was done on the patient post removal for 29cc. Md was made aware & came over to assess the patient & did a bedside ultrasound which was wnl [within normal limits].